Manufacturer narrative:
D4 expiration date added. H4 manufacturing date added. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. While there are a number of potential causes for the reported issue of main coil prematurely detached/separated during use, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned.

Event description:
It was reported that coil embolization for peripheral aneurysm was performed. During the procedure while reposition the subject coil, it was prematurely detached without having it connected to the detachment device. The coil remained in the patient. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event. No further information is available.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that coil embolization for peripheral aneurysm was performed. During the procedure while reposition the subject coil, it was prematurely detached without having it connected to the detachment device. The coil remained in the patient. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event. No further information is available.